Manufacturer narrative:
The complaint was initiated through ICU medical (B)(4) and CAPA-0008188. The investigation found the battery incorrectly installed in the wrong orientation and fluid leakage found in the battery compartment. The battery door and battery door pad were found to have damage from fluid leakage. The battery asm, battery door and battery door pad were replaced. Subsequently the device passed all pvt testing. Probable cause battery incorrectly installed in the wrong orientation and is being monitored by an opened CAPA. A service history review was performed and it was found that there were no previous related service activities in the last 12 months.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The complaint occurred on an unspecified date and involved a plum 360¿ infuser compatible with ICU medical mednet¿ software. The following was reported: "during the course of field action fc045, at the fountain hospital, they observed fluid leakage in the battery compartment on plum 360 device. There was no patient involvement, no delay in therapy and no adverse event.